Event description:
It was reported that in (B)(6) 2021 the patient insidiously could not inflate or deflate his inflatable penile prosthesis (ipp) pump. In (B)(6) 2021 the patient visited the practice nurse to asses the device. In (B)(6) 2021 the patient also met with his urologist and the patient was booked for a revision in (B)(6) 2021, the physician was able to hear a noise in the pump and tubing. The fluid was not being transferred into the cylinders. The practice burse and urologist worked the pump without success. All components were successfully removed and replaced with a new ipp. Upon removal, a fluid leak was observed at the joint of the tubing to the right cylinder. The patient fully recovered.

Manufacturer narrative:
Investigation summary: with all the available information, boston scientific was unable to confirm the reported fluid leak but identified a pump activation issue. Review of the manufacturing documentation confirmed that the device met all specifications. Device history record (DHR): the device history record (DHR) review confirmed that the device met all material, assembly and performance specifications. Device technical analysis: the pump was leak tested, visually inspected, and functionally tested. The pump kink resistant tubing (krt) was fatigue and worn down to filament; no leaks were found. The pump was functionally tested and failed the 8lb. Activation test. The pump therefore required more than 8lbs. Of force to activate. The cylinders were visually inspected, leak tested and examined using a microscope. Both cylinders had wear at folds in cylinder bodies. Cylinder 1 has a large hole in the outer tube in proximal cylinder body that was result of sharp instrument damage which probably occurred during the explanted; small leak was present. Cylinder 2 has a large hole at the input tube sleeve junction that was result of sharp instrument damage which probably occurred during the explanted; a leak was present. Due to this damage being consistent with explant it will be considered a secondary failure. Both cylinders were not pressure test due to leak was identified. The ipp flat reservoir was visually inspected, leak tested and microscopically examined. The reservoir has wear at a fold in the reservoir shell; no leak was found in the reservoir shell. This wear would not affect the functionality of the device. Under microscope it was observed that reservoir adapter strain relief has a hole that was the result of a sharp instrument damage which probably occurred during the explant. Product analysis was unable to confirm the reported allegation related to fluid leak due to sharp instrument damage was identified but product analysis identified that a pump functional failure. The pump failed the activation test which would directly affect the overall functionality of the device and could contribute to the reported device difficult to deflate/inflate, mechanical issue and operates different than expected. Labeling review: a review of the device instructions for use (IFU) was completed and did not reveal any evidence of device misuse, off label use, or failure to follow instructions. Investigation conclusion: based on the information available, a conclusion code of cause traced to component failure was assigned to this investigation.

Event description:
It was reported that in (B)(6) 2021 the patient insidiously could not inflate or deflate his inflatable penile prosthesis (ipp) pump. In (B)(6) 2021 the patient visited the practice nurse to asses the device. In (B)(6) 2021 the patient also met with his urologist and the patient was booked for a revision in (B)(6) 2021, the physician was able to hear a noise in the pump and tubing. The fluid was not being transferred into the cylinders. The practice burse and urologist worked the pump without success. All components were successfully removed and replaced with a new ipp. Upon removal, a fluid leak was observed at the joint of the tubing to the right cylinder. The patient fully recovered.

Event description:
It was reported that in (B)(6) 2021 the patient insidiously could not inflate or deflate his inflatable penile prosthesis (ipp) pump. In (B)(6) 2021 the patient visited the practice nurse to asses the device. In april 2021 the patient also met with his urologist and the patient was booked for a revision in (B)(6) 2021, the physician was able to hear a noise in the pump and tubing. The plan is to replace the device with a new ipp.